Manufacturer narrative:
External insulation abrasion was noted at 12.2 cm to 12.8 cm from the connector pin consistent with lead friction to the can.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with non sustained episodes. The episodes were due to ventricular (rv) and atrial (ra) lead noise. The leads were laser extracted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-06579.